Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The patient had been seen two months prior and the remaining battery was at 42 percent. At the most recent follow-up, however, the battery remaining decreased to 14 percent. Data was reviewed and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The patient had been seen two months prior and the remaining battery was at 42 percent. At the most recent follow-up, however, the battery remaining decreased to 14 percent. Data was reviewed and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The patient had been seen two months prior and the remaining battery was at 42 percent. At the most recent follow-up, however, the battery remaining decreased to 14 percent. Data was reviewed and it was confirmed that the power consumption is increasing in a gradual fashion. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.